Event description:
This was a lead extraction procedure to remove one malfunctioning mdt ra lead (4524, implanted 235 months). The lead was prepped with an lld #2 and successfully extracted using a 14f glidelight laser sheath. After the successful extraction, the patient's blood pressure dropped below baseline. Pericardial fat was noticed on the tip of the lead that was extracted. A sternotomy was performed and an injury in the ra tip was detected and repaired. The patient was stabilized and a new atrial lead and new pacemaker were implanted. The patient recovered from the procedure and was discharged on (B)(6) 2014. The injury likely occurred as the lead was being pulled free from the myocardium. Because the lld #2 was the traction platform being used when the lead came loose from the myocardium, we are attributing the injury to the lld.